Manufacturer narrative:
Additional information was received that the customer was able to charge the pump with an alternate adapter and cable.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 135 mg/dl. The customer continued to use the pump for insulin therapy and had manual injection available.